Event description:
It was reported, that the camera head presented image noise in the image frame part. There was a vertical noise in the area about a quarter from the left. The issue was identified, during cleaning and disinfection. There was an unspecified procedural delay and the intended diagnostic hysteroscopy was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Correction: h3: device evaluated by mfg on the initial should state no. The device was returned for evaluation. And the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: camera cable disconnected. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the image issues were, due to the camera cable disconnection. The following is included in the instructions for use (IFU): "the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation". "The following statement is found in the "warning" section in the instruction manual "storage": when wiping the outer surface of the camera cable, do not wipe it with a cloth. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented image noise in the image frame part, there was a vertical noise in the area about a quarter from the left. The issue was identified during cleaning and disinfection. There was an unspecified procedural delay and the intended diagnostic hysteroscopy was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel defects (white flaws) were observed. A definitive root cause could not be identified. Based on the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented image noise in the image frame part, there was a vertical noise in the area about a quarter from the left. The issue was identified during cleaning and disinfection. There was an unspecified procedural delay and the intended diagnostic hysteroscopy was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. This report will be supplemented when additional information becomes available.